Event description:
It was reported that the patient was implanted a durom acetabular component 56/50 code p on an unknown side on (B)(6) 2009. The patient was revised on (B)(6) 2014 due to pain and elevated metal ions.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot number was received for the devices, the device history record was reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and or the devices be returned for evaluation and an investigation result be available. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. Zimmer's reference number of this file is (B)(6).